Manufacturer narrative:
Outer and inner insulation damage was noted at 21.5 to 22.0 cm from the connector pin consistent with clavicle crush damage. This is consistent with the observation from the field of noise, low impedance and phrenic nerve stimulation.

Event description:
New information noted that clavicular crush was observed on the right atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a history of low lead impedance, noise and pocket stimulation observed on the right atrial lead. A polarity switch occurred and caused the device to reprogram the lead to a unipolar operation. A chest x-ray was performed on (B)(6) 2017 which showed the right atrial lead set screw was loose and the lead was not sitting completely inside the header of the pacemaker. During procedure, the physician examined the lead and set screw. It was confirmed that the lead was not loose and the set screw was tight. It was determined that the noise was due to the lead. The lead was extracted and replaced. Upon examination of the explanted lead, an insulation anomaly was observed at the distal insertion site. The patient was stable before, during and after the procedure.